Manufacturer narrative:
On (B)(6) 2015. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 btt balloon popped. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified a large tear in the seam of the silicone balloon, approximately 20 mm across. An inflation test was not conducted due to the size of the tear. Based on the condition of the device as found the reported complaint for "btt rupture" was confirmed. The device history record (DHR) and manufacturing process was reviewed. No tooling which could cause or contribute to a rupture is currently used in the manufacturing process. No evidence that a manufacturing defect caused or contributed to the reported event could be found during the course of the investigation. The root cause remains undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 btt balloon popped. The hospital did not report any patient effects.